Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a catheter fracture occurred. The physician was inserting the taxus express2 2.5x12mm drug eluting stent into the guide catheter and the shaft broke. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.